Event description:
An initial event notification was received by united therapeutics drug safety on 29-jan-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 30-jan-2026. It was reported that the patient's cassette broke when their remunity pump fell. The patient did not have any more cassettes available and experienced an interruption in therapy. It was later reported that the patient was hospitalized and restarted on remodulin from the hospital's supply.

Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy are ongoing. Any new information relevant to the reported event will be provided in a follow-up report. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc, for further investigation.